Event description:
Customer reported tubing came apart at the white spike; states the spike stayed in the IV fluid bag and the rest of the tubing dropped down. It was noticed during the infusion when nurse saw fluid dripping on the floor. Although requested, no further pt/event info was available.

Manufacturer narrative:
(B) (4). (B) (4). The product was received. Investigation is not complete. A f/u report will be submitted with any relevant info.